Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the device had moved and was sticking out underneath their skin, patient further clarified that it was not coming through the skin but patient can feel the edge of it and it wiggles. Patient further stated that they experienced a lot of back pain and also difficulty walking, and thinks it was related to the issues with their ins site. It was further mentioned that the patient was not able to walk at all but was now in a skilled nursing facility and was able to walk with pain medication. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional stated that the patient ins did not migrate or came loose but that the patient had massive cellulitis from an axillary infection that extended to their ins site. They further stated that when the cellulitis was cleared, the patient generator site was painful and the device was removed. No further complications were noted or anticipated